Event description:
On (B)(6)/2009, the pt reported that 1-2 units of insulin spilled into the cartridge chamber of his infusion device. The pt was assisted with completing the cartridge change procedure and adjusting the piston rod. During this process, the pt stated insulin spilled into the chamber. The chamber was dried with a cotton swab. No blood glucose concerns related to this issue were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was not requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.